Event description:
It was reported that during a ptca procedure involving the internal carotid artery, the accunet device was placed successfully and the acculink stent was deployed. The viatrac dilatation catheter was used for post-dilatation. Immediately after that, the patient experienced a stroke. The accunet was recovered without incident. The patient was returned to a recovery unit; however, the patient status was unknown at the time of this report. No device issues were reported. No additional information was available.